Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor was observed to have terminated on the user's body. Inspected the plug assembly, the sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor went back to state 6. The sensor was de-cased and observed corrosion on the printed circuit board. The battery was replaced with a known good battery, and the pcb was cleaned. The sensor was reprogrammed and attempted to active the sensor to perform linearity test, but the sensor state went back to 6 due to which linearity testing was not performed. An extended investigation was performed on the returned sensor. Pqe(product quality engineering group) examined the sensor patch and observed corrosion on the bottom side of the pcb. The corrosion prevented the patch from being activated. Accuracy test was unable to be performed due to corrosion. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.